Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the threads on the tunneling tool were defective. The reporter stated "the approaches" should not be correctly screwed on and the tool was not used. The cause of the event was unknown and no troubleshooting was done. A new tunneling tool was used and the issue was resolved.

Manufacturer narrative:
Analysis of the tunneling tool found the tunneling tool had an anomaly (new out of the box). There was damage to the threads on the end of the tunneling tool and in the dual carrier. None of the returned tips and carriers could be attached to the returned tunneling tool, however, the wedge tip, dual tip, and single carrier could be fully attached to a known good tunneling tool. No fdr code was available for the tunneling tool.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.